Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of when using the sherlock sensor, the measurements are off by 2 cm's. Customer has used 2 different sensors on the unit, both give the same readings, 2 cm's off was unconfirmed. A test sherlock was connected to the customer unit and the sherlock operated as expected. The reported issue could not be confirmed therefore there is no root cause.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, when using two different sherlock sensors, the measurements are off by 2 cm.